Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that it started about a month ago. The alarm would occur during large boluses. Customer stated that when she delivers a bolus of 50-60 carbs, the pump won't deliver it all. Customer was unable to troubleshoot at the time of the call. Customer was not feeling well. Customer does not want to return the set or reservoir for analysis. Customer was not currently using the 530 g pump, but the 723 pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.